Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the surgeon noted white filament within the shaft of the phacoemulsification sleeve during quadrant removal in cataract procedure. The irrigation flow was lower than normal. The procedure was completed after the product was replaced. There was no structural damage occurred to the eye.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Based on our current tracking, there are no adverse trends for this reported complaint. It was reported that the surgeon noted white filaments within the shaft of the phacoemulsification sleeve. One red translucent infusion sleeve in a specimen cup was returned. The infusion sleeve and specimen cup was flushed thoroughly. The material was collected in a water container. The collected fluid from infusion sleeve and specimen cup was filtered and separated through a fine filter and the residue was inspected. A piece of white thread was found from the specimen cup. After filtering, the sample was tested with a lab cassette using a console. The thread in the infusion sleeve obstructed fluid to flow. The root cause of the customer's complaint could not determine conclusively where a white thread fiber originated from as no components within the pak are fibrous. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).